Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). Within the first week of use, the consumer noticed that the toothbrush handle broke. The consumer stated the device was used in the past and did not observe the breakage earlier. The consumer also stated that the toothbrush was stiff and the package mentioned it was a soft brush. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. No lot number or product name was provided by the consumer. A review of the trending data revealed no adverse trend. No manufacturing of facility issues were found within in a two year review period prior to the alert date of the complaint. Based upon an acceptable manufacturing facility issue review, due to lack of a product name, lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined. Complaint trends would continue to be monitored. This report remains reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). Within the first week of use, the consumer noticed that the toothbrush handle broke. The consumer stated the device was used in the past and did not observe the breakage earlier. The consumer also stated that the toothbrush was stiff and the package mentioned it was a soft brush. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.